Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was experienced an extreme slowness while login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was experienced an extreme slowness while login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced an extreme slowness while login. The technical support specialist (tss) dialed into station and retrieved the logs via file transfer. The tss logged in as care fusion admin and followed station shows slow network communications - win10 devices to address slow network communication on win10 devices; confirmed the station was already set to 100 mbps half duplex. The tss opened server management studio (ssms) and changed database properties to simple. The tss logged into med application server and opened ssms, and ran the purge query, which showed continuous failures. The tss restarted the services and monitored the system. The tss performed a reboot and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.